Manufacturer narrative:
Based on the investigation findings the complaint cannot be confirmed as the implant coil is not broken. However, the pusher hypotube is broken. It is likely the device was exposed to an excessive force being applied. (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The hydrocoil embolic system (hes) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The hes is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. Mvi: (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, resistance was encountered during advancement of the embolization coil. Upon withdrawing the coil, it was reported to break. The coil and microcatheter were changed and the aneurysm was treated with additional coils successfully. No harm was reported as a result of this incident.